Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels ranging from 327 to over 500 mg/dl. The customer treated with the insulin pump. The customer was advised by her healthcare provider to call the helpline for help to run a test on the device. After troubleshooting, the customer felt the device was working as designed and would go to the hospital for further explanation of high blood glucose levels. The product was not returned for analysis.